Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for brushing the teeth(route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the handle of the toothbrush broke in half while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for brushing the teeth(route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the handle of the toothbrush broke in half while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012: lot number was not reported and a sample was not received. Review of trending data revealed no adverse trends. Review of manufacturing/facility identified no issues. A retain evaluation met specification. Based on document review, lack of a sample and no adverse trends a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.